Event description:
After completion of heart catheterization catheter sheath could not be removed from the groin site. Pt was taken to the or for cut-down to remove the catheter and the artery was repaired.